Manufacturer narrative:
The astral device was returned to resmed and an extensive engineering investigation was performed. Review of the device data logs confirmed the occurrence of system fault 133 indicating an incorrect peep valve pressure measurement. Based on the investigation results and previous investigations of similar complaints, it was determined that the reported device fault was most likely due to contamination in the pneumatic block. The pneumatic block was replaced to address the issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf133). There was no patient injury reported as a result of this incident.

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore resmed is unable to confirm the alleged malfunction at this time. The reportable event occurred outside the us and was assessed as not reportable in (B)(6).  During a routine check of complaints records it was detected that the event is reportable in the us.  This report is being submitted to correct the error. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf133). There was no patient injury reported as a result of this incident.